Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider and company representative (rep) reporting that the patient was no longer getting good benefit from the therapy and had requested to have it removed. They removed the catheter and pump system from the patient. The patient tolerated the procedure well with no intraoperative complications. He was transported to the recovery room in stable and satisfactory condition.

Event description:
Information was received from a friend/family member regarding a patient who was receiving saline (pfns, pbs) morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the pump and catheter were removed last week because it was improperly installed. The patient representative (rep) stated that the pump had saline in the pump at the time it was removed. The pump had morphine sulfate when it was first implanted and then saline. The patient service asked clarifying questions, and the rep said the healthcare provider refused the medication and discharged the patient.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.